Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. The device was also received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the unit and passed. The motor may have experienced an intermittent failure that was not detected by our testing. The device passed the rewind, basic occlusion and displacement tests. Unable to perform the occlusion test or verify bolus wizard, bolus history, bolus calculation or bolus delivery anomalies due to the motor error alarm. A cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and scratched lcd window also noted.

Event description:
It was reported that the customer felt the insulin pump was not delivering insulin properly, and the caller had experienced high blood glucose for a few days. It was mentioned that the device was not calculating correctly and the report shows given boluses, but does not appear in the bolus history. No further information was provided.